Event description:
It was reported that before using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the customer found 1 package with damaged tube caps. No patient or user impact reported.

Manufacturer narrative:
Investigation summary - bd received one photo for investigation. Evaluation of the photo revealed the presence of an incomplete fill of material on the hemogard closure component. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.